Event description:
It was reported to bsc/target that during use the tip of the fasdasher-14 guidewire broke off inside the pt. The physician quit the procedure and surgically removed the tip. The procedure was unsuccessful. The pt's condition is o.k.